Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima system, injector, n35-o disconnected from the connector. This was discovered during use. The following information was provided by the initial reporter: material no: 515052, batch no: 1906101. It was reported that the injector and connector disconnected. Bmt has a disconnect during the night last night with a tacrolimus infusion.

Manufacturer narrative:
H.6. Investigation: the sample involved in this incident was not available for investigation. Eight retained injector samples of the same lot were used for additional evaluation. Testing was performed, engaging and disengaging the device from sample connectors and the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd phaseal¿ optima system, injector, n35-o disconnected from the connector. This was discovered during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1906101. It was reported that the injector and connector disconnected. Bmt has a disconnect during the night last night with a tacrolimus infusion.